Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the temperature was running too high on the laser. The patient experienced pain and discomfort. It was noted that the surgeon was using another manufacturer laser probe with this system. Additional information has been requested but none has been received to date.